Manufacturer narrative:
The pod arrived for evaluation not deployed. After removal of the top housing, spiraling damages were observed on the unexposed portion of the soft cannula, indicating scrunching of the soft cannula. Inspection of the environmental seal presented damage, indicating that the needle deployed into both the e-seal, causing damages to the soft cannula as well. The incorrectly installed chassis sub assembly can be confirmed as the cause of the damages to the environmental seal and internal soft cannula, resulting in the needle mechanism failure event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: not provided please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward into the viewing window when the pod was activated; the patient reported that the cannula did insert into their skin, but the cannula was not visible when the pod was removed. This indicates a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.